Event description:
Boston scientific received information that remote monitoring of this right ventricular lead and device displayed high out of range shock impedance measurements. This information has been provided to the physician and is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received. A decision was made to continue remote monitoring as only one out of range measurement had been displayed and it was determined this was an isolated event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.